Event description:
It was reported that the pt underwent pelvic surgery. The pt had normal pre-operative voiding function. Post-operatively the pt could not void. Post-operative urodynamics show bladder atony rather than obstruction.